Event description:
Purchased sunmark strong strips sterile package to cover a burn to my stomach area. Within one week of using the strips, the area where the bandaid attached to the skin was red and inflamed. I removed the bandaid immediately. The red area began to diminish; however, it left a permanent darkening of the skin (scar) in my mind section. I tried to contact sunmark directly, but their website only gives phone numbers for distributors. When I called, they referred me to a corporate office in which no one ever answered. Dose: 2 bandaids. Frequency: 3 days. Dates of use: 2008. Diagnosis: to cover a burn area. Event abated after use stopped or dose reduced: no.